Event description:
I was implanted in (B)(6) 2015. Not long after I started having issues. Heavier longer periods. Periods that were painful. Before implantation my menstrual cycle was short 3 days and light as it had been since 12. I noticed awful pelvic pain similar to contractions. This pain was constant never ending. Sexual intercourse was painful as well. My body always felt stiff almost like arthritis, but everywhere. Complained to obgyn who wasn't much help. Started having a metalic taste in my mouth that never went away. Shortly after that rashes that burn and hurt. These rashes are everywhere on my body. The itch is unbearable sometimes I can't sleep, I've lost hair. My hair so thin. On top of the bloating of my stomach. I was tested for a nickel allergy, that was negative. I did test positive for cobalt di chloride, a metal found in welding and cement. I had my first surgery for some symptoms to improve for a couple of weeks. All the symptoms came back but worse. Now my teeth are rotting and the rashes are unbearable. It was confirmed metal was left inside me. Second surgery done to remove the remaining metal. Possible 3rd surgery due to device being removed improperly.